Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance due to low blood glucose (bg) levels of 40 mg/dl and losing consciousness, while wearing the pod on the arm between 36 and 48 hours. At the hospital, the patient was placed on an intravenous (IV) of glucose.